Event description:
On (B)(6) 2012, the patient contacted animas, alleging the ok, up arrow, and down arrow keypad buttons were slow to respond to user presses or unresponsive. The patient denied damage to the keypad and reportedly wore the pump in a pocket. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012 device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the ok button was unresponsive. The remainder of the buttons had intermittent response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons and the ok button contact was misaligned. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.